Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation.identification of issue has been done by analyzing problem description and service report. Based on information provided, the issue was resolved by replacing compressor tubing kit. The issue has been resolved and the device was delivered to the user in working condition. The root cause of the issue is related with expected wear and tear.

Event description:
It was reported that the compressor generated an alarm indicating low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).